Event description:
Pt reported receiving an 04 (occlusion) alarm during basal rate delivery. She indicated that the audiosignal was not loud enough for her to hear at night. Pt stated that her blood glucose was elevated to 326 mg/dl. Her normal range was 110-120 mg/dl. She reported that she changed the infusion site, but the alarm recurred. Pt did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.